Event description:
The user facility reported that an employee was moving a bottle of rapicide pa high level disinfectant and some of the bottle contents "squirted out" of the lid towards the employee's face. No report of injury.

Manufacturer narrative:
Medivators contacted the user facility to obtain additional information regarding the event. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The rapicide pa part a high level disinfectant safety data sheet states, "hand protection: wear chemically resistant protective gloves. Eye protection: wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Skin and body protection: wear suitable protective clothing. Wear solvent resistant apron and boots for spills." The user facility reported that the cap liner was not in place on the rapicide pa part a high level disinfectant resulting in the reported event. Medivators requested pictures of the cap or for the cap to be returned for evaluation; however, the user reported that pictures and the cap were not available for evaluation. There have been no other complaints associated with this lot. No additional issues were reported. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid information.